Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 470 mg/dl. The customer did not report symptoms or treatment as a result of high blood glucose level. Troubleshooting was declined by the customer for high blood glucose level. The customer stated that insulin pump had insulin flow blocked alarm and insulin exited. The customer stated that by changing the reservoir resolved the issue. The insulin pump will not and reservoir will be returned for analysis.